Event description:
It was reported "there was a hole in piccline. The PICC line that leaked from the insertion site during flushing before cytotherapy. The PICC line was dismantled and saw a hole about 1.2 cm inside the insertion site. The PICC line has been in place for a long time and the clinician "hopes that is what could be the cause". Set october 2021 and withdrawn march 2023. It was anchored with securacath. Patient received a single cycle with folfox (cyt: oxaliplatin + fluorouracil) when it was newly added in (B)(6) 2021 and then until it was discontinued in 230306 immunotherapy was given: nivolumab."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter found near the insertion site was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the 5 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported "there was a hole in piccline. The PICC line that leaked from the insertion site during flushing before cytotherapy. The PICC line was dismantled and saw a hole about 1.2 cm inside the insertion site. The PICC line has been in place for a long time and the clinician "hopes that is what could be the cause". Set october 2021 and withdrawn march 2023. It was anchored with securacath. Patient received a single cycle with folfox (cyt: oxaliplatin + fluorouracil) when it was newly added in october 2021 and then until it was discontinued in 230306 immunotherapy was given: nivolumab."